Event description:
The hosp reported that during the saphenous vein harvesting procedure two devices would not cut. A repplacement unit was used to complete the procedure. The hosp. Did not report any complications.